Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without lot number. Sythes is unable to determine 510(k) # without a part number or lot number. Investigation could not be completed; no conclusion could be drawn, as no device was returned or lot number provided.

Event description:
Patient experienced postoperative fluid build up around the resorbable implant, placed for a cranioplasty. Two small drainage surgeries have been performed. Surgeon is contemplating removing all absorbable material.